Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2009 to report a centrifuge error within the orthopat machine. No operator or donor injury was reported. Upon eval of the device, a blood spill was discovered. Affected components were replaced including the centrifuge, power cord and battery. The header arm was also aligned. The machine is now ready for use. The product issue identified in this report was identified by haemonetics during a retrospective review of the company¿s service records. No pt or user harm or injury was reported or allegedly associated with the identified issue. Actions taken in response to the issue are recorded in the CAPA record (B)(4). These actions have been communicated to the FDA and have been assigned the action number 1219343-04/29/2011-001-r. (B)(4).

Event description:
A customer contacted haemonetics on (B)(6) 2009 to report a centrifuge error within the orthopat machine. No operator or donor injury was reported.